Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the electrode was not found. Customer's blood glucose value was unknown. Customer stated that they was not find sensor signal. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and found a dull point at the tip of the needle.